Event description:
The customer reported having constantly low blood glucose. The customer also stated that she was hospitalized for low blood glucose last year. Troubleshooting was performed. Ran a displacement and a self test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.